Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a critical override error. A technical support specialist verified that the time was accurate but noted an incorrect time zone. They updated the time zone via command shell and rebooted the station, yet the issue persisted. Upon reviewing the station's datasync debug log, a network connection error was identified, prompting advice for the customer to consult with hospital it. However, no connection issues were found. On the evening of february 4th, phil, a field technician from bd, visited the site and replaced the ob pyxis medstation's computer. Although this replacement addressed a separate issue, it inadvertently resolved the override problem as well. Since the computer was replaced, the machine has remained out of override mode. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system sk.ob had the critical override alert at the top of the screen, even though it was not visible on the server. This incident resulted in a delay to patient care, since the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.